Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device updated its operating system, which closed the app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available: it was indicated that the patient was using an unsupported operating system, which is misuse of the device.